Event description:
It was reported that pump battery percentage appeared inaccurate and fluctuated between full and low levels without clear reason. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow-up, so no additional troubleshooting or corrective actions were completed and no further outcome details were obtained.